Event description:
The company received a report that the unit did not provide an audible tone. There was no patient harm reported.

Manufacturer narrative:
The customer had opted to not return the unit in for evaluation. If any additional information is made available, a supplemental report will be submitted.